Event description:
Clinic notes were received for the vns patient's office visit on (B)(6) 2015 indicating that the patient had a breakthrough seizure a month ago where she wounded her head and subsequently had approximately five more seizures following the event. The patient had three more seizures while in the hospital and one seizure at home after being discharged. The physician attributed the issues to the depleting battery of the generator. The patient was referred for surgery but no known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The explanted generator was received for analysis. The implant card indicated that the generator was replaced due to prophylactic; near end of service. Analysis of the generator was completed on 10/29/2015. The generator performed according to functional specifications as. During the product analysis, there were no anomalies found with the pulse generator.

Event description:
The patient's generator was replaced on (B)(6) 2015. The device has not been returned to the manufacturer to date.

Manufacturer narrative:
Date of this report; corrected data: the previously submitted MDR inadvertently provided an incorrect date of this report.